Manufacturer narrative:
(B)(4). Date sent: 4/28/2026. D4: batch #a97v90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device event log was reviewed. The log indicates that no suspect power cycles were noted. A manufacturing record evaluation was performed for the finished device batch number a97v90, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? Unk. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #(B)(4), with lot/batch #a97v8k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic respiratory procedure, lung parenchyma was transected by signia. The lung was interstitial and was very hard, so the doctor judged that the tissue could not be completely transected with signia and attempted transection using the subject device (first firing). However, the knife stopped in the middle. It was heard that the lung was very hard and the firing was performed on staple-on-staple, which created very severe conditions. After changing the main body and firing again, there were no issues. There were no adverse consequences to the patient. No additional information was provided.